Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm, history pointers failed or trace pointers are invalid noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. The blood glucose level was unknown. The customer reported that they had consecutive pump errors. The troubleshooting was not performed for pump error alarm. The customer was advised due to the recurring pump errors after several attempts to clear alarms and start up the insulin pump needs to be replaced. The insulin pump will be returned for analysis.